Event description:
The hill-rom field tech reported that he found this bed out of service in a storage area and there were no reported injuries. He said that the brakes would engage but would not hold. He found that the casters were worn due to the age of the bed. He replaced the brake caster (part number 4508466), the brake steer (part number 4508464), both swivel caster (part number 4508460), and the brakes functioned properly.